Event description:
On (B)(6)2003 - patient reported he underwent mesh implant and has had "a lot of problems and rectal bleeding." On (B)(6)2010 - according to the patient, he has been experiencing rectal bleeding for three weeks. The patient reported the doctor told him the mesh was in a ball and must be removed.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all; patient, event and device's information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Although no intervention has been taken to date, we have answered yes due to the potential for interventional activity (and scheduled coloscopy for (B)(6)2010), and the history associated with the symptom of pain. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.